Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the touch screen was out of calibration. The calibration software was used to correct the issue. (B)(4).

Event description:
It was reported that the stylus would not configure even when the software was installed and the configuration process was followed. The programmer was returned for servicing. There was no patient involvement.